Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to lead migration. Lead diagnostics showed low impedances. Reprogramming was unable to resolve the issue. X-rays confirmed the lead has pulled out of the epidural space. Surgical intervention may be pending to address the issue.